Event description:
Independent repair center customer alleged low o2/yellow light, and the key failure is the tie wraps caused leaks. Associated malfunction for this device: o2 outlet broken, pe valve leaking.